Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdzs0028 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that hair stuck in the plate from needle. Changed a new one.

Event description:
It was reported that hair stuck in the plate from needle. Changed a new one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material on the device was inconclusive due to poor sample condition. One 20 ga x 0.75 in safestep infusion set was returned in opened packaging. The needle cover is present over the needle shaft. The safety mechanism has not been activated. The clamp is engaged over the needle tubing and the white luer cap was not returned. The product packaging label indicates lot: asdzs0028. A dark fiber was observed on the white foam pad on the safety base. The fiber appeared to be a strand of hair. The condition of the infusion set and presence of the hair on the device prior to package opening could not be determined as the device had been opened and manipulated; therefore, the complaint could not be confirmed and remains inconclusive at this time. Based on the description of the reported event and condition of the returned sample, possible contributing factors include deposition of hair prior to or after kit packaging. H3 other text : evaluation findings are in section h.11.